Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument stopped working. The user removed the instrument and noticed that the jaw was broken. No fragment fell into the patient. The procedure was completed as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade was broken off/detached from the instrument. There were no fragments that fell into the patient. There was no patient injury. The instrument was removed and replaced with a backup of the same kind. The instrument was inspected before use and no damage was found. The surgeon was unsure of what caused the damage. The reporter did not notice any issue with the instrument's functionality during the procedure. The instrument did not collide with any other instruments or other hard materials. The reporter did not know the instrument's batch sequence number.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument, and failure analysis testing has been completed. The instrument was found to have the curved blade broken at the base. A piece approximately 0.299" x 0.068" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The reported issue was confirmed based on failure analysis.